Manufacturer narrative:
A ge service representative performed an over the phone investigation. The customer cancelled the service call on (B)(6) 2011. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.

Event description:
The customer reported that intermittently the system locked up and needed to be rebooted. No patient injury was reported.